Event description:
The patient is morbidly obese who underwent gastric bypass surgery. During the gastric transection, a 25 eea stapler was brought into the field, and the anvil was sutured to a long 0 silk suture. The other end of the suture was tied to the articulating instrument that was backloaded within the 12 mm cannula. The anvil was inserted into the peritoneal cavity. A gastrostomy was made along the greater curvature and the anvil was inserted into the gastric lumen. The articulating instrument was configured in the proximal stomach and pierced through the anterior gastric wall just above the transverse staple line using electrocautery. Efforts to draw the anvil into position in the proximal stomach were performed but the suture broke under minimal tension and the anvil fell back into the gastric lumen. The anvil was retrieved and another suture was used to secure the anvil.